Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Upon triage, it was noted that the power socked from the power cord was missing leaving the copper wire exposed from the cord.

Manufacturer narrative:
One scd 700 was received with a complaint of broken bed hook. The customer complaint was verified. The power socked from the power cord was missing leaving the copper wire exposed from the cord. The pump was excessively damaged, so the root cause is categorized as customer misuse. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.